Manufacturer narrative:
Approximate age of device- 1 year, 9 days. Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. The hmii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also outlines care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent a driveline exit site debridement for persistent milky brown drainage and mild erythema at exit site. The patient was switched to cefepime and cipro was discontinued (B)(6) 2018 due to intermediate response. No additional information was provided.